Event description:
12:00: renal nurse at 12:01 put in 150cc on pt fluid removal and you can see this in the events. At 15:00 the actual pt fluid removal was 0. No alarms, no scale alarm, nothing. Gambro product manager witnessed and verified the ins and outs-scales and the events. Next hour was fine. Reported machine runtime was 4470 hours. No blood loss reported.

Manufacturer narrative:
The data files from the prismaflex device relating to this event has been requested and reviewed by the MFR. The event was observed during treatment. No medical intervention was required. No injury or clinical consequence to the pt was reported. The MFR will conduct further investigation of this incident. A f/u or final report will be submitted upon completion of the investigation. This event occurred after the events described in MDR 9616026-2006-00376 and MDR 9616026-2006-00378.